Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the certificate since I physically received lot 5307273 expiration date 01/10/2027 and the invoice shows the expiration date 10-01-2030. Can you help me with the invoice with the correct expiration date?.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the photo. Analysis of the sample showed that the expiration date on the certificate does not match the expiration date of the batch. Bd determined that the cause of the failure was human error. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.